Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because an empty strip vial was returned.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 406 mg/dl and 168 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.